Event description:
It was reported that the lead had high impedance. The lead was capped/abandoned, partially removed and replaced. No patient complications have been reported as a result of this event. It was reported that a lead was capped/abandoned, partially removed and replaced due to a high pacing lead impedance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned analyzed. No anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically melted but not breached, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, and visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead proximal segment that was returned was thoroughly analyzed electrically and visually in an attempt to find the explanation for ¿high impedance¿ described in the event. Results for electrical testing were within specified parameters, and no other anomalies were discovered regarding the lead. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Three patient alerts for atrial pace lead impedance greater than 2500 ohms occurred between (B)(6) 2010.